Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been in storage mode for over 6 months. When the customer turned the pump on, the pump reset unexpectedly and the date was inaccurate. In addition, the pump battery would not charge past 5 %. Customer's blood glucose level was not affected, since the customer was using manual injections during the time of the event. Customer continued using manual injections for insulin therapy.